Event description:
It was reported that the product was applied as a post-surgical dressing in the umbilical area. During the dressing change after four (4) days of wear, it was noted that the square adhesive edge of the dressing "left red, reacted skin."

Manufacturer narrative:
The redness only seemed to occur on the product adhesive contact layer. "There was not a complaint from the end-user." The end-user has no history of silicone allergy in the past. Mepilex was used when a dressing was reapplied. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. (B)(4).